Event description:
During routine testing of the device at the service center, the service technician reported, the power switch was difficult to operate. The monitor was originally returned because, the hematocrit saturation sensor test failed at start up. Since this event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.